Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. It was also mentioned that the patient gave additional correction boluses so their blood glucose levels were high for 3 hours but then got down to 50 mg/dl. They felt like the pod was still delivering her insulin so she switched to manual mode. The patient stated there was a lot of bleeding when pod was removed and was feeling thirsty. There was no information on when the patient was released and how they were treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.